Manufacturer narrative:
(B)(4). Corrected section- b5 summary. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Corrected section: h6 medical device ¿ problem code from "3190" to "2981".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they reported that the tip of the jaw came apart. The wire detached from the jaw, nothing fell into patient. A second device was used to complete the procedure. There was no harm to the pt reported.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they reported that the tip of the jaw came apart. A second device was used to complete the procedure. There was no harm to the pt. Reported.

Manufacturer narrative:
Trackwise (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct 2019 through sept 2021 was reviewed. Run rule triggered above the +3sd, in sept 2021, for the overall control chart and 'other-no malfunction" which is addressed in crf communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 10/07/2021. An investigation was conducted on 10/13/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Blood and charred material was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base of the hot jaw, but detached at the tip of the hot jaw. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.